Event description:
This customer reported that the defibrillator would not recognize the defib pads. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that the defibrillator would not recognize the defib pads. There was no pt involvement. The defibrillator was returned to philips. The therapy port showed signs of wear and discoloration. The customer did not return the involved therapy cable. Although the symptom was not reproduced, the therapy port and cable were replaced at the discretion of repair personnel. We are considering this as an intermittent connection between the therapy port and cable.